Manufacturer narrative:
On 26-jul-2016 product investigation results: reporter returned one brush head on 25-apr-2016. Brush head confirmed to be counterfeit.

Event description:
Brush head had come off with a sharp pin [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean came off with a sharp pin. The consumer stated the brush head was from a new pack of 4, and she had used this product type previously without reported incident. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head had come off with a sharp pin [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean came off with a sharp pin. The consumer stated the brush head was from a new pack of 4, and she had used this product type previously without reported incident. No symptoms developed. On 25-may-2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.